Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: stock controller. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after performing the percutaneous coronary intervention (pci) via the femoral artery, a 6fr angio-seal was inserted, however, came apart when attempting to deploy. The angio-seal was abandoned, and hemostasis was achieved with manual compression. There was no harm to the patient. Additional information was received on 09arp2024: the estimated blood loss was less than 10 ml. The procedure sheath size was a 6fr. There were no issues with access. A pre-deployment angiogram was performed. The device came apart when attempting to deploy. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. H6: investigation findings - 114 is based upon the evaluation of user facility information; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of user facility information; 67 is based upon evaluation of the returned sample. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The suture was found to have been fully deployed and the clear stop indicator was deployed from the distal tip. No damage or issues were identified. The complaint was unable to be confirmed for a potential connection issue. The exact root cause cannot be determined. The likely cause was determined to have been device separation due to off-axis loading during rear locking. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).